Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was intermittently powering itself off when they attempted to power it on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a failed crystal, designator y1.

Event description:
The customer contacted physio-control to report that their device was intermittently powering itself off when they attempted to power it on. There was no patient use associated with the reported event.